Event description:
A (B)(6) male pt's wife called in to zoll lifecor customer support to report that there was a burning smell coming from the pt's battery charger. The pt's wife also reported that the charger was making a hissing sound. The pt received a replacement battery charger.

Event description:
Caller reported blood glucose results of 224 mg/dl and 118 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.